Event description:
Customer alleges discrepant result with meter compared to lab: date: (B)(6) 2012; inratio: 1.7; lab: >6.5. Date: (B)(6) 2012; inratio: 1.9; lab: 3.5. Results done 3 hours apart from one another. Pt's target therapeutic range is 2.5-3.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test results with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012; inratio: 1.9; ref. 3.5; mean: 2.7; confidence limits: 1.7 - 3.8; result: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. User reported additional results from (B)(6) 2012. This comparison included an unspecified lab value (>6.5 inr), and is not valid for further comparative analysis. User reported that strip code is not always verified prior to testing. User also reported sometimes adding more than one drop of sample to test strip. Double dropping (adding two drops to one strip) is a known cause for pre-analytical errors in fingerstick sample collection. Either of these issues may be root cause. Analysis of client's data from inratio and reference method revealed that test results met accuracy criteria. Review of complaint revealed customer adding two drops of sample in test and not verifying strip code all the time; this could not be ruled out as a root cause. No product is expected to be returned. In-house therapeutic sample testing with retain strips met accuracy and precision criteria. No corrective action required at this time as no product deficiency was established.